Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion and brown particles in the fill channel. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.